Event description:
Report of underdelivery rec'd from abbott international affiliate (abbott greece). The report reads as follows: "will deliver wrong volume even with flow detector connected and no function indications." The pump was set to infuse "3000ml of a d8 / electrolyte replacement solution at 1000ml/h. The remainder volume (1000ml) was delivered with no consequences to the pt." No additional info was available.